Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they replaced the sodium electrode after they obtained the discordant results. The issue was resolved after replacing the electrode. The cause of the discordant, falsely elevated sodium results on two patient samples was due to a malfunction of the sodium electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.